Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The inaccuracy was observed after control scan. The surgeon seemed to not have been verified on known anatomy. The small passive spine frame and suretrack combined on another medical device manufacturer's screwdriver were in use for the inaccuracy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, serial/lot #: (B)(6) g2: foreign country - finland h3/h6: the system was serviced in the field. In summary, the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the customer reported an inaccuracy of system related on one case. The problem might have been related on user error. Navigation accuracy verification needed to be done. It was noted that the navigation system was performing to its specifications. It was likely that the problem was related to the patient reference attachment or suretrak attachment. There were no navigation accuracy errors seen before or after the incident. It was reported that a rescan of the patient needed to be done. There was a delay of less than one hour.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that after the re-scan, the surgeon adjusted three screws. This caused surgery to be lengthened 20 min. The inaccuracy was estimated to be about 3-4 mm. Verification was done after incident and verification was passed. Surgeon said that reference might have moved.

Manufacturer narrative:
H2-3) software analysis was performed for this event. In summary, the analysis concluded that there was insufficient information to determine root cause of reported behavior. The logs were reviewed and it was observed that there was 1 session on the reported date. From the session, it was observed that user had transitioned from select procedure->instruments->acquire images->navigation. As per the comment, no archives available. Observed from comment that "surgeon said that reference might have moved". The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but could not be detected in logfiles or archives. Codes: b01, c19, and d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.